Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation from the left ventricular (lv) lead. Reprogramming had been unsuccessful in resolving the stimulation so the lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.